Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that a patient using an astral device experienced repeated oxygen desaturation episodes to 40-50% during nurse handovers. It was reported that the patient lost color and required bagging, suctioning, and high volume of oxygen. It was reported that the astral ventilator issued a "yellow system failure" alarm, prompting an immediate switch to a non-resmed ventilator.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed an error message (sf131) related to the main blower, triggered during ventilation and deactivated when ventilation was stopped by the user. Performance testing could not reproduce sf131. Activation of the alarm does not stop ventilation nor does it prevent ventilation from starting. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf131 was due to contamination. The investigation determined there is no relationship between the device malfunction (sf131) and the adverse event. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using an astral device experienced repeated oxygen desaturation episodes to 40-50% during nurse handovers. It was reported that the patient lost color and required bagging, suctioning, and high volume of oxygen. It was reported that the astral ventilator issued a "yellow system failure" alarm, prompting an immediate switch to a non-resmed ventilator.